Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device inspection, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. An olympus engineer was on-site and conducted a preliminary test, confirming the image was abnormal. However, was unable to determine the cause of the image failure. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Given the limited information provided from the device inspection, the investigation was unable to determine a definitive root cause for the reported failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed by the field service engineer that during the device inspection, that the video system center exhibited the image was flickering and the object was not visible, and no photos of image. There were no reports of patient involvement.